Event description:
Customer called to report a discrepancy between the sensor glucose and the blood glucose reading. Threshold suspend feature was triggered from a false sensor glucose reading 2 hours after the first calibration. Sensor glucose reading was 59 while the blood glucose reading was 119. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.